Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Clog test was conducted on 7pcs retention samples no needle clog fail found. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h10.

Event description:
It was reported that a pen needle 31gx5mm 7 pack was unable to deliver medication during use. The following was reported by the initial reporter: "at 16:32 on (B)(6), the responsible nurse found that the insulin needle could not exhaust during the exhaust process after installing the needle for the patient to inject insulin with an insulin pen, and the insulin needle was blocked. The insulin needle was replaced with other insulin needles with good performance."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pen needle 31gx5mm 7 pack was unable to deliver medication during use. The following was reported by the initial reporter: "at 16:32 on february 25th, the responsible nurse found that the insulin needle could not exhaust during the exhaust process after installing the needle for the patient to inject insulin with an insulin pen, and the insulin needle was blocked. The insulin needle was replaced with other insulin needles with good performance".